Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of (B)(6) clinical study. On (B)(6) 2016 the patient was admitted to the hospital for the third bt procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. Additionally, it was reported that the physician had re-treated the left lower lobe of the lungs in error during the third bt procedure. The patient's left lower lobe was originally treated during the second bronchial thermoplasty procedure performed on (B)(6) 2016. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient experienced asthma exacerbation and was treated with systemic steroids. The patient's hospitalization was prolonged due to the event. On (B)(6) 2016 the patient recovered from the asthma exacerbation and was discharged from the hospital in stable condition.